Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-06530. It was reported the patient was unable to receive adequate coverage due to experiencing abdominal stimulation. It was also reported the patient experienced a burning sensation along the lead path. As a result, the patient's lead was explanted. During the procedure, the replacement lead did not resolve the patient's issues. In turn, the patient's scs system was explanted. The patient has been doing well since the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.